Manufacturer narrative:
The device was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The device was received with missing display window cover. The device was received with minor scratched display window and case. The device was programmed with test glucose meter. The device communicated properly and recorded the 105 mg/dl value properly from glucose meter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that they had issues with the insulin pump not delivering a bolus. They continuously received insulin flow blocked alarms. The customer changed the infusion sets and reservoirs. They were currently using pens. Customer's blood glucose level was 151 mg/dl. They were unable to connect the insulin pump to the meter. The customer was advised that the device would be replaced and agreed to return the product for analysis.